Event description:
It was reported that, during use on a patient an 840 ventilator was turn on and off intermittently. Patient outcome was not provided. The service engineer (se) verified the event in the memory logs but the se was not able to duplicate the alleged issue. The unit passed all testing and operates within the manufacturing specifications.